Manufacturer narrative:
The force bipolar instrument has not been returned for evaluation. Therefore, the root cause of the reported issue has not been determined. A review of an instrument image provided by the reporter was performed by a failure analysis engineer (fae). The force bipolar instrument's grips were dislodged from their normal position. A review of the instrument logs for the monopolar curved scissors instrument (part# 471405-06/batch/lot number unknown) associated with this event was performed. The instrument was last used on (B)(6) 2022 on system serial# (B)(4) during a da vinci-assisted umbilical hernia tapp surgical procedure. Based on this review, the instrument was not used in subsequent procedure(s) after the alleged issue reported in this event. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This complaint is considered a reportable event due to the following conclusion: it was alleged that the force bipolar instrument was removed with the cannula due to the jaw being dislodged. Jaw dislodgment could result in the tips being stuck and unable to be opened with master tool manipulator (mtm) activation or instrument release kit (irk) use. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur while grasping tissue. Medical intervention may be required in the event that the instrument jaws fail to open from tissue when commanded by the user or system. At this time, it is unknown what caused the grip to become dislodged.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure that the force bipolar instrument had no grip force and also broke. Per the site's clinical sales rep (csr) no fragments fell inside the patient. The surgeon removed the cannula and instrument and continued the procedure with a backup instrument. The procedure was completed with no reports of patient injury.